Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was in a rear shunt car accident in january 2017. The ins and leads malfunctioned after the car accident which caused burning, rash, extremepain, tremendous headaches, internal spinal pain, along with assorted other problems. The patient¿s wife called the neuro surgery department and spoke to a doctor. The doctor stated in no uncertain terms: ¿all was fine and there was nothing to worry about also that it was unlikely the symptoms I was now suffering could be attributed to the scs (spinal cord stimulation)¿ furthermore ¿the battery pack was very unlikely to be damaged in anyway, but if damaged it would cause little or no harm or ill effects to my spine, my body or health in general¿ finishing ¿that in his view these new symptoms would go away¿. The patient contacted medtronic on five occasions and it was recommended to the patient to contact their surgeon. The patient¿s symptoms persisted and they contacted their doctor. The patient has numerous appointments with their doctor and manufacturer representative until april 2017, the patient was told each time the scs was functioning fine and there was nothing to worry about. The patient was to simply carry on despite the additional pain and new symptoms they experienced daily, hourly, every time they used the scs as prescribed by their doctor and manufacturer representative. The pain worsened and it burnt inside. During an appointment with a different doctor, the patient was told that the scs needed to be replaced due to questionable readings showing up on the ma ster control and suspected battery leakage, damage issues, etc. On (B)(6) 2017 the patient was implanted with a new ins. The use of the device was far from a success and caused the patient great distress, suffering, and hardship. No further complications were reported or anticipated.